Event description:
On (B)(6) 2015 the phlebotomist used the bd vacutainer push button blood collection set (butterfly needle) ref 367342 - 23g x 3/4" x 12" for a pt. She did a venipuncture and after difficulty on her first try, she noticed the needle to be bend at the tip like a hook. She repalced it with a new butterfly needle. No serious injury occurred. Change the defective product.